Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, product number, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that unspecified bd¿ intima catheter broke. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that a part of 20g saf-t-intima broke off. As is commonly the case, the clinical staff did not retain the packaging but, they did keep a portion of the device. The only identifying info I have is that it¿s a 20g saf-t-intima. The complaint was that part of it ¿broke off¿ and had to be removed from a patient.